Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. The results were reported out of the laboratory. The customer reported a change in treatment for one (1) patient. The patient was treated with hypertonic sodium 3% drip (IV (intravenous) fluid). The samples were repeated on another au analyzer with results considered correct. The customer confirmed that there was no harm to the patient. The customer did not provide patient demographics. Data was provided for one (1) patient.

Manufacturer narrative:
Upon generation of erroneous results, the registered nurse (rn) repeated the test and hypertonic 3% sodium was titrated up per protocol. Medical doctor (md) was notified, and order was obtained to continue increase hypertonic 3% sodium and additional bolus hypertonic 3% sodium was administered. At about 4:20 rn received a call from lab informing her that they had qc issues in lab machine running sodium levels that is now corrected therefore most of sodium levels were inaccurate. Rn turned off hypertonic 3% sodium drip and rebated serum sodium level 5/13/22. The customer confirmed that there was no harm to the patient. Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Fse found that ise #1 tubing exiting the electrodes was clogged preventing proper pot drainage, and roller pump tubing fitting was loose. Fse replaced clogged section of tubing, ensured all fittings were tightened, and performed manual ise cleaning. Fse verified system performance. No further issues reported. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).